Event description:
It was reported that during prior to starting on a da vinci 5 system, the mtmr2 on the surgeon side console was faulting out. The customer attempted power cycling and hard cycling the console, but the issue persisted. The site decided to disable mtmr2 and proceed with the case, and technical support explained the system's request for a restart to reenable the mtm. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field engineer went on site and confirmed the mtmr was faulting with a non-recoverable 23062 error. The mtmr was replaced according to procedures and the error was resolved. The unit was returned for failure analysis and the reported 23062 error was confirmed, but was not replicated during in-house testing. The error was found in system logs, confirming the fault occurred in the field. Visual inspection revealed no issues related to the reported event. The unit was installed on an in-house system and driven with an in-house instrument, with no issues observed and the unit passing system test. After further testing, the unit failed several gravity balance and fitness tests, which were resolved after adding grease to the gears, running calibrations, and cable retensioning. Additional failures were observed and addressed, and the error was not observed during subsequent testing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The root cause of the failure is attributed to a sensor issue with the wrist yaw motor and slipring in the mtm. Updated annex g code.